Event description:
No further information has been received after good faith attempts have been made.

Event description:
Clinic notes were received for review dated (B)(6) 2012: the patient reported that since last seen, he was baseline during most of (B)(6). He reports a seizure on (B)(6), that was longer than his previous seizures. His wife states that he had a seizures, was laying still, and had stopped breathing for about 2 minutes, she swiped the magnet multiple times, and nothing happened. She states that she attempted CPR, and was giving him breaths, and he woke up with another magnet swipe. Afterwards, he slept the whole day, and had a headache. He states that during the month of (B)(6) , he did not have any seizures. His last seizure was on (B)(6). He states that he is not in favor of take any more aeds currently, but would prefer increasing his vns settings. Vns interrogation: - current output - 2.75 increased to 3.00, signal frequency - 20, pulse width - 500, signal on time - 21, signal off time - 0.8, magnet output current - 3.00 increased to 3.25, magnet on time - 60, magnet pulse width - 1000...assessment/diagnosis: 780.39 sz d/o - at baseline - plan notes: "adjusted vns settings - increased output". Good faith attempts are underway for further details about the patient's apnea following their seizure and their longer seizure not aborted by magnet usage. An estimated battery life calculation was performed and showed and estimated remaining life until near end of service is yes (years): 0.17.